Manufacturer narrative:
(B)(4). (B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The surgeon discovered a bend in the dbs lead and consequently did not implant it.